Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The customer provided one photo. The photo shows a dialyzer with blood throughout connected to a machine with a green and blue circle drawn on the picture. A specific defect or problem with the dialyzer could not be identified from the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Although a photograph was provided, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer and the serious adverse events of blood loss and hypotension, which required the administration of a dextrose 50% injection. The reporter stated no defect(s) or damage was observed on the exterior of the optiflux 180nre dialyzer. The etiology of the dialyzer membrane rupture, which preempted the blood loss and hypotension is unknown; therefore, causality cannot be established. While uncommon, blood leak events are a known potential complication of utilizing optiflux dialyzers during hd therapy. Per the nephrologist, the blood loss sustained during the event was the probable cause of the patient¿s hypotensive event, which required the administration of dextrose 50%. Dextrose 50% is a hypertonic solution which can be utilized as a ¿fluid replenisher.¿ based on the information available, the optiflux 180nre dialyzer cannot be disassociated from having a causal and/or contributory role in the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred five to ten after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed. It was reported that there were broken membranes within the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately. The staff returned the blood contained in the arterial bloodline to the patient, however, did not return blood from the venous bloodline. The patient lost approximately 100 ml of blood and experienced a hypotensive episode (value not provided) following the partial return of blood. Per the nephrologist, the probable cause of the hypotensive event was a decrease in intravascular volume, from being unable to return all the patient¿s blood. The patient was treated with a dextrose 50% injection. The customer stated the blood leak was not related to the hypotension. The patient has recovered from the event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.